Manufacturer narrative:
Eval summary: a review of the device history records found no non-conformances. (B)(4).

Event description:
It was reported the speedstitch suture cartridge ejected out of speedstitch suturing device intra-operative. The cartridge fell into the pt portal and was retrieved using grasper. The procedure was completed; however, details regarding the method and/or technique used to complete the procedure were not provided. No pt complications were reported as a result of this event.